Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital with a fever. It was discovered that the patient had a systemic infection, which had spread to the pacemaker pocket. The physician does not believe that the pacemaker caused or contributed to the infection. The pacemaker was explanted, and the patient was in stable condition.